Event description:
It was reported by the customer that their insulin pump was alarming button error. Customer stated they do not recall any significant events that led to the event but the device had been dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 293 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with button error alarm due to moisture damage on keypad traces. Insulin pump had a cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.